Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Blood glucose reading was 547 mg/dl. The customer also reported that insulin pump was not giving any bolus or basal. Customer stated insulin pump was not delivering insulin. The customer was treated with two bags of saline and insulin drip. Customer had symptoms like chest pain, vomiting and feeling crummy. Customer was unable to complete carelink upload. It was unknown that if the insulin pump was in auto mode at the time of the incident. Troubleshooting was declined for high blood glucose. The insulin pump will be and reservoir will not be returned for analysis.